Event description:
It was reported that a pediatric user experienced nocturnal hypoglycemia while using the ilet for approximately one week, with device reports indicating a late-night ¿more than¿ meal announcement that the caregivers disputed and with calibration entries reportedly made during sleep. Symptoms included low blood glucose of 55 mg/dl and hypoglycemia lasting about two hours. Outcomes included stabilization of blood glucose without medical intervention, without ketone testing, and without outside assistance. Investigation included review of device-reported meal announcement and caregiver-provided history. Investigation of this case revealed conflicting accounts between device logs indicating a meal entry and caregiver denial, with the event consistent with inappropriate meal entry leading to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.